Event description:
It was reported that the patient's ipg was not charging as expected, due to communication issues. As a result, the patient's ipg was explanted an replaced, which addressed the issue.